Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation concurrently with total abdominal hysterectomy, left salpingo-oophorectomy, lysis of pelvic adhesions, fulguration of endometriosis, and cystoscopy due to stress urinary incontinence, endometriosis, pelvic pain, dysmenorrhea, and intrinsic sphincter deficiency. It was reported that following insertion the patient experienced pain, erosion , extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported the patient underwent removal mesh on (B)(6) 2012 due to extrusion, she also had lysis of adhesions and right oophorectomy. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and a sling was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.